Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to change settings. The valve was implanted to the patient via lp-shunt due to idiopathic normal pressure hydrocephalus. The initial setting was 120mmh2o. The surgeon attempted to change the valve setting from 120mmh2o to 200mmh2o, however, it suspended at approximate 140mm. On (B)(6) 2019, the surgeon decided to perform a revision surgery even though the patient did not feel improvement of the symptoms. Therefore a revision surgery was performed with a new valve with the setting of 200mmh2o on (B)(6) 2019. The setting of the removed valve was 140mmh2o. The patient recovered well. The level of csf protein is within the range. No permission of blood and debris into the cerebrospinal fluid was confirmed.

Manufacturer narrative:
Additional information - d4, d10, h2, h3, h4, h11. Corrected information - g4, g7, h6, h10. UDI information: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 130mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.